Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a no external power alarm was confirmed via the submitted log file. A review of the submitted log file spanned approximately 6 days ((B)(6) 2021 per time stamp). On (B)(6) 2020 at 09:27 the no external power alarm activated while connected to the mpu due to both white and black lead voltages diminishing to ~3v. This was due to a loss of ac power. The alarm cleared on its own shortly after power was restored. The backup battery was able to provide power to the controller during this event. The alarms did not affect the controller's ability to operate the pump at the set speed. No other notable alarms active in the log file. The mpu, serial (B)(6) , was not returned for analysis and remains in use. Additional information provided on 18may21 stated that the mpu has a v-lock connector. The patient accidentally unplugged the power cord from wall socket. The root cause for the reported event was determined to be unplugging the power cord from the wall, per the additional information. Device history records was reviewed and showed no deviations from manufacturing or qa specifications. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate 3 instructions for use section 7-¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5-¿alarms and troubleshooting¿ explain how to properly interpret and troubleshoot no external power alarms. The "patient care management" section of the IFU instructs the patient to keep a flashlight, fully-charged batteries, and battery clips within reach to be prepared for a power outage. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that log file analysis observed multiple no external power alarms while on the mobile power unit (mpu). This was caused by power to the mpu being briefly interrupted. It was stated that mpu would not be returned for analysis. The mpu had a v-lock connector on the ac (alternating current) power cord. Patient accidentally unplugged the power cord from wall socket. There were no environmental circumstances that affected ac power at the time of the event